Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified volume of lactated ringers via gravity. The male adapter of an unspecified primary tubing set was connected to the female adapter of the tubing set. Reportedly, the tubing sets were primed and connected to the pt's peripheral IV access site. It was reported that after the cair clamp on the primary tubing set was opened, no flow of solution was noted from the tubing sets. It was reported that the primary tubing set was disconnected from the extension set and solution flowed though the primary tubing set. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.